Event description:
It was reported that the pump was alarming with error 1320. The batteries were removed for 10 seconds then reinserted. The pump powered back on and attempted to restart infusion and pump alarmed programming incomplete. The alarm silenced and settings were reviewed. A continuous infusion rate of 0 ml/hour had been programmed, with a total reservoir volume of 1.0 ml and patient controlled analgesia (pca) 0 ml. The pump stopped and the medication bag was a little less than half full and was started on (B)(6) 2025. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.